Event description:
It was reported that: patient is experiencing pain in the thigh area. Patient is also reporting having swelling in the hip area. The pain flares up after being seated for a period of time in his hip area.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.